Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 21mm trifecta gt valve was successfully implanted. On (B)(6) 2022, it was noted that the patient's "entire annulus was infected." The decision was made to explant the 21mm trifecta gt valve. Upon explant, pseudoaneurysm was observed in the annulus. A new 19mm trifecta gt valve was successfully implanted. The patient was recovering at the time of report.

Event description:
Subsequent to the previously filed report, additional information was received there was no infection noted on the trifecta or in the patient's annulus. The reason for explant of 21mm trifecta gt valve is due to the pseudoaneurysm, that had been suspected after being discovered on a computed tomography scan. The 21mm had been sized according to the instructions for use. The reason was for selecting a smaller sized 19mm trifecta gt valve as a replacement device was because of the nature of the aortic valve replacement procedure. The cause of the pseudoaneurysm is unknown.

Manufacturer narrative:
An event of pseudoaneurysm in the valve annulus was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Information from the field indicated that development of aneurysm was suspected after CT examination which was the cause for explant. The field stated that the cause of the reported pseudoaneurysm was unknown but that the patient had a history of endocarditis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.